Manufacturer narrative:
Retain samples from test strip lot 0822524 have been rested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel, causing an electrical "open". The location of the scratch leaves half the carbon area to conduct charge during reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action was reported to the district office on 06/10/2009.

Event description:
The customer's mother reported that the customer received low readings of 29 mg/dl, 50 mg/dl and 56 mg/dl, which were lower than they felt while using the affected freestyle lite test strips. The customer was treated with a glucose shot and glucose gel. The customer's mother also reported that the customer experienced dehydration, dried and cracked lips and frequent urination. The customer was also treated with insulin; however, it is unknown when the insulin was given. In addition, the customer's mother reported that the customer lost consciousness, but it is unknown at what point during the medical event this occurred. No third party medical intervention was required. There was no report of death or permanent impairment associated with this event.